Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure on (B)(6) 2012. According to the complainant, during unpacking, the tip of the wire was found detached. It is unknown whether the tip of the core wire was exposed. A new jagwire guidewire was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as okay post procedure.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a procedure on (B)(6) 2012. According to the complainant, during unpacking, the tip of the wire was found detached. It is unknown whether the tip of the core wire was exposed. A new jagwire guidewire was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as okay post procedure.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the pebax tip had detached, revealing the tip of the metal corewire. There was no damage noted to the ptfe jacket or corewire. Measurements of the outer diameter revealed the guidewire was within specifications. Adhesive remnants were found on the corewire, indicating that he pebax had been properly attached to the corewire. It is possible that during the clinical attempt (unpacking/preparation) the device could be handled improperly, thereby, causing the damage reported/found. Therefore, the most probable root cause is handling damage. A similar complaint trend review was completed and no other complaints reported for lot number 15224749. A DHR (device history record) review was performed and no deviation was found.